Manufacturer narrative:
H11. Correction b5. Additional information received for this event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, as the leak occurred in the fusion cardiotomy venous reservoir. Therefore this event did not and odes not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir, it was reported that a leak occurred. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that no transfusion was required as a result of this leak. Medtronic received additional information that the device itself leaked. The leak was at the turret. The amount of patient blood loss as a result of this leak was 15-20ml.

Event description:
It was reported that an alleged product issue involving a leak occurred with the fusion oxygenator during use. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that no transfusion was required as a result of this leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the device itself leaked. The leak was at the turret. The amount of patient blood loss as a result of this leak was 15-20ml. Additional information h.6 patient codes (ime/annex e):this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b.5: medtronic received information that prior to use of a fusion hollow fiber oxygenator, it was reported that a leak occurred. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.